Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's son reported via phone call that customer performed self test and received insulin pump error and failed battery test. Customer¿s blood glucose level was in the range of 100 mg/dl. Customer stated that the auto mode shield was displayed on the home screen and shield was blue. The auto mode shield is blue. Customer stated that the battery cap contacts were not missing, damaged, or corroded and battery compartment was neither damaged nor corroded. Customer assisted with troubleshooting, and insulin pump did not received battery failed alarm. Customer stated that they had mild dementia and sometimes it was over her head. Customer also experienced low blood glucose and they ate carbohydrates to treat. The insulin pump will not be returned for analysis.